Event description:
It was reported that 396 ml of busulfan infusion was intended to run at 132 ml/hr over three (3) hours. However, infusion ran dry within two (2) hours. Around 1100, the clinician checked the patient and they had 201 ml to infuse. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported busulfan over infusion was not confirmed through a review of the device logs or through laboratory testing. ¿ rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow being observed. ¿ the occluder spring test was performed on the suspect pump module, testing of the upper and lower occluder observed the device passing both tests. ¿ the incident administration set was not returned for this investigation; therefore, testing could not be performed. ¿ on the date (B)(6) 2024 at 1:54 pm the system was powered on. A new patient was entered and profile ¿heme onc¿ was selected. ¿ between 2:35 pm and 2:38pm the safety clamp was opened to insert the administration set for 2 seconds. The unit was selected, and a guardrails drugs infusion was started for busulfan with rate of 132 ml/hr, volume to be infused (vtbi) of 396 ml, drug amount of 198 mg, dose of 3.257 mg/kg and a patient weight of 60.8 kg. The infusion was paused and the system alarmed for operator walkaway. The infusion was restarted and a primary volume infused (pvi) of 0.052 ml was recorded. ¿ at 4:32 pm the system alarmed for air in line and the system was channeled off. A pvi of 250.062 ml was recorded. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ the pcu event log could not determine why the infusion that was programmed to infuse for approximately 3 hours was terminated early after only infusing for approximately 2 hours. ¿ the internal and external inspection did not find any obvious issues during the inspection that could explain the reported over infusion. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. ¿ the alaris system user manual v9.33 states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies annot be reassembled since manufacturing performs several tests not available to the designated complaint handling unit (dchu), repair center or the customer. ¿ the devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to the designated complaint handling unit (dchu), repair center or the customer. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause for the reported busulfan over infusion was not identified during the investigation. The returned devices were fully evaluated, and no issues were observed with the suspect pump module during laboratory testing. Note that this report lists imdrf annex a040502, a1801, a0404, a0401, g02017, c07, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that 396 ml of busulfan infusion was intended to run at 132 ml/hr over three (3) hours. However, infusion ran dry within two (2) hours. Around 1100, the clinician checked the patient and they had 201 ml to infuse. There was patient involvement but no harm.